Event description:
Insulated blade electrode (electrosurgical tip) insulation sleeve dislodged on 2 disposable items during case. Plastic insulating sleeves were retrieved immediately (intact). Item is not radiopaque. Flouroscopy used throughout case. Items removed from the field were compared for size with intact item. No discrepancy found.